Manufacturer narrative:
No additional information has been received to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed plunger sensor error. No patient injury reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection found the device in good condition. A review of the event history log found a check syringe plunger sensor error. During functional testing, a check syringe plunger sensor error was found at power up. The root cause was found to be intermittently stuck flippers when the plunger lever was pressed and released. Both plunger cases were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.